Event description:
It was reported that the patient had problems with the area around the where the stimulator was implanted, like a burning sensation. It was also reported that when the patient turned on stimulation it made her feel weak. It was set to 0.70v and hurt the patient all the time. The patient¿s hcp said it would be a discomfort, but would subside over time. It was noted that the patient was implanted (B)(6) 2013 and in (B)(6) went in to have it removed, but before going to the operating table the hcp talked her into keeping it in a while longer. The patient subsequently moved and had an appointment with an hcp to see if she could get it removed because it was painful. It was later reported that the burning sensation was present both when the device was on and off. It was noted that it had been almost seven months since implant and the patient was still hurting. The patient took aleve for the pain because the pain medications she had been on had a reverse effect on her and caused her to break out. The patient had also been given some pain patches, but hadn¿t used them. It was noted that the hcp did a CT scan on the (B)(6) to check for back problems. The patient¿s lower back hurt where the electrodes were. It was reported that the patient started therapy on (B)(6) and there were certain exercises she couldn¿t do without it ¿pulling¿. When the patient got up in the morning she had numbness down her right leg. It was noted that the patient had a tvt put in 2004 and on (B)(6) 2012 which did not work and caused a lot of pain in her stomach, groin area and inner thigh. The patient also had pain in her stomach, groin area and inner thigh since getting the interstim implant. The patient had the interstim turned off for a week and did not have any incontinence. It was later reported that the patient still had concerns, and was working with her hcp. The patient had an appointment on (B)(6), and it was noted that she would be scheduled for removal surgery after the text results were back.

Event description:
Additional information received reported the implantable neurostimulator (ins) was removed on (B)(6) 2013. About two weeks later, it was reported the ins was ¿defective.¿ it was stated the ¿ins was causing burning sensation for 9 months.¿ the patient was still having pain in the groin, lower back area, and where the ¿stim¿ was taken out. It was indicated that it was not healing in the inside. It was noted that when the ins was off, it was ¿still working¿ and when it was on, it made ¿everything malfunction.¿ the patient could notice a difference since the device was removed. At the time of the call, the patient still had some pain where the stitches were and had trouble walking. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced a shocking sensation/discomfort at the pocket site prior to the explant. Information received in (B)(6) 2013 reported the ¿yellow looking stuff¿ was clarified to be clear yellow fluid that was found in the pocket at explant. The lead was completely removed during the procedure. The patient also had other procedures done the same day after the explant, including a cystoscopy, catheterization, pyelogram, and cystogram. The patient tolerated the procedure well without complications. The patient had fatigue following the procedure, but sufficiently recovered by (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va057ly, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Analysis of the tined lead found no significant anomaly. There was a short between circuits due to overstress/damage.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va057ly, explanted: (B)(6) 2013, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had bladder infections while implanted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va057ly, implanted:(B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the device was removed because it was "not working" for the patient. Three days later, it was noted that settings had been lowered in (B)(6) 2013. This adjustment reportedly caused problems with the patient's legs and nervous system. It was stated that the pathologist at the hospital analyzed the device and indicated it was "defective." Information received three days later stated the patient's pain was persistent in their lower back and abdomen. It was noted that due to the pain, the device did not bring much relief to the patient. It was noted that patient had the device off for three weeks due to the burning sensation and pain. About a week later, it was indicated the cause of the event to be unknown. Both the implantable neurostimulator (ins) and lead incisions were tender. The lead was also explanted with the ins. No hospitalization was required and the patient felt better. Reportedly the patient was voiding normally following explant. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that when the patient "turned it off, it was still on." The patient knew their device was "defective" because it "burned her." It was also noted they could not sit up long. It was added the patient had blood in their urine prior to the explant in (B)(6) 2013. Stimulation was decreased at the time and the patient was given medication to help with the pain. The patient never had that problem before. It was noted they had no leakage with the implant. It was further noted that every computer the patient used was affected by their device. The device also affected the signal lights on their car. A culture was done at the explant, but nothing was found. The incision from the explant was not yet healed, but there was no infection or puss. The patient was hurting in the back. During the removal, there was "yellow looking stuff." There was no infection, but the patient was given infection medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was still hurting in the areas where the stimulation was located and in the area where the implant was. The patient clarified that it was "not surgical pain but a different kind of pain." The patient stated that the area where the implant was located was painful, especially if it got cold like if she stood outside too long. At the time of the report the patient was off all of her pain medications due to insurance reasons. The patient told her doctor about her legs hurting post implant, but the doctor reportedly told her "she complained too much." The patient mentioned that the doctor put her on antibiotics prior to explant. The patient also noted that the previously reported fluid at explant was sent to pathology by the doctor, but there were no results yet. The patient went on to state that the device "shocked" her so much that she did not have the leakage problem that she used to. The patient had to wear "depends" prior to implant, but now she did not even have to wear a pad. The patient was reportedly informed by the doctor that her bladder had been shocked so much that it may have thought the device was still implanted. The doctor informed the patient that her symptoms may come back in the future.

Manufacturer narrative:
(B)(4).